Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrical surge damaged multiple appliances and power supply was melted on communicator. A boston scientific technical services (ts) informed the patient that the communicator needs to be returned for repair/analysis. There were no additional adverse patient effects reported. The communicator remains in service at the moment.